Event description:
It was reported that the customer had been experiencing high blood glucose levels, and went to the hospital for treatment. The reported blood glucose reading at the time of the call was 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed. However, it was not known whether or not the basal rates were correct as the customer had programmed them on his own at some point. Advised to speak with hcp about the correct basal rates. The insulin pump passed the prime test, but could not conduct the high pressure test. Nothing further was reported at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.